Event description:
The subsidiary reported that during receiving activities in (B)(6), there was a lack of vent holes in the vent cap of the 8mm soft flow angled wire cardioplegia cannula. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.